Event description:
It was reported that the infection was not related to the device, therapy, or implant. It was also noted in the pump logs that a motor stall recovery occurred (B)(6) 2012.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection. The event resulted in in-patient or prolonged hospitalization. Per manufacturer's device registration system the pump and catheter were explanted and replaced. Drugs delivered via the device were baclofen, dilaudid and bupivacaine. A follow-up report will be sent if additional information becomes available.